Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the micro reciprocating saw leaked an oil-like substance during an oral procedure. There were no patient or user injuries, and no adverse consequences.